Event description:
It was reported that the pt was scheduled for a hemodynamic contrast test. After inserting the catheter, the contrast medium was injected (22cc to 12cc/seg 540 psi) and at this time "liquid was seen coming out of the catheter." The ai-07135 was removed and another catheter was inserted. There was no reported pt death or injury. Medical/surgical intervention was not required. There were no reported pt complications. The pt outcome is listed as fine.

Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.